Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, it is not known if the nozzle is cleaned with lint-free cloths/brushes/sponges, and it is confirmed the air/water nozzle was flushed with air and water. The event can be detected/prevented by following the inspection method for the event is described in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of air/water feeding valve function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Date of event, describe event or problem: no additional information was available. The device was evaluated, and the reported issue was confirmed. The electrical connector had water coverage. Additional issues were identified. The bending section cover adhesive was missing. Due to handling (insufficient cleaning), the air and water nozzles were clogged, and the drain function was degraded. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The suction cylinder was scraped due to external factors. Scratches were found in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported, after cleaning, water was accumulated in the waterproof cap on the evis lucera colonovideoscope. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle had a foreign object due to insufficient cleaning. This report is to capture the reportable malfunction of the nozzle had a foreign object due to insufficient cleaning noted at estimation.